Event description:
Boston scientific received information that during a post-op check in the clinic, sensing measurements were performed and the p-wave and r-wave measurements could not be obtained. Undersensing and inappropriate pacing were noted. It was suspected that the right atrial and right ventricular leads were reveres in the header. The patient had an underlying sinus rhythm of 65bpm. The pacemaker was reprogrammed and the issue was resolved. The patient will be seen in the clinic in six weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.